Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a mini-invasive spinal procedure, the flexible arm could not be fixed for intraoperatively use. As a result, the procedure was changed to open surgery but the surgery was completed successfully.